Event description:
It was reported by service report that the fowler cannot be lowered as the fowler cable is not properly routed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.